Event description:
The patient received two percutaneous leads (from the same lot) as part of his scs system. It was reported the patient had ineffective stimulation coverage. The physician took the patient to surgery and implanted a surgical lead and second ipg on (B)(6) 2012. The patient's percutaneous leads remain implanted. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.